Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports that patient developed peri implantitis around implant tsvtwb10. Doctor also reported bone loss. The implant was removed. Tooth site # 3.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of this report was updated. Expiration date and unique identifier (UDI) number were added. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Device manufacturer date was updated. Method code stays 4109. Was reported in error on initial report 0002023141 - 2019 - 00958. Results code stays 213. Was reported in error on initial report 0002023141 - 2019 - 00958. Conclusions code stays 4310. Was reported in error on initial report 0002023141 - 2019 - 00958. Narrative/data was updated. The reported device was received for evaluation. The reported condition of infection and bone loss was not confirmed. Visual inspection of the as returned product identified some signs of wear from use in the form of residue coating the implant, but no other signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.